Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Der states that the anchor peg glenoid has fallen out of the glenoid. Unsure of the reason, assuming that the patient put too much stress on the component causing a lever effect. There was minor wear on the anterior aspect of the glenoid and the posterior underwood corner was broken off per the surgeon. It was also reported that there was a loosening of the anchor peg glenoid at the bone/cement and cement/implant interface. Competitor cement was used. Doi: unknown. Dor: (B)(6) 2018. Left shoulder.

Manufacturer narrative:
(B)(4). Investigation summary: no device associated with this report was received for examination. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot: crosslink anchor pg glenoid 44 (product code 113641026, lot number 755180). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.   Device history review: there was no scrap/rework or any other variance in the processing of the lots.